Event description:
It was reported that during a laparoscopic gastric sleeve resection procedure the problem occurred at first firing on pyloric antrum with the device. Patient was super obese and the stomach tissue very thick. Therefore, surgeon decided to use a black reload. Surgeon laid back red security lever and activated the firing trigger. There was only a short noise of the motor in the beginning of the firing sequence but even before first staples were formed the device broke down and the motor didn't work again. As even the automatic knife reverse button didn't work anymore, the surgeon had to use manual override to bring back the knife to its original position and to open the device. Continuation of the procedure with mechanical device :firing cycle was ok but the knife didn't return properly to its original position. It was blocked approx. 10mm away from proximal end of the jaws. Surgeon switched manual knife reverse button and fired again, but without any reaction. The jaws got completely blocked on the tissue and the device seemed to be broken. He then cut the part of stomach including device tip with harmonic and extracted the device together with the trocar through the trocar incision (tip was articulated at 45 degrees, so not possible to extract through the trocar). Surgeon finished procedure with a competitor's device with no further issues. The procedure was prolonged by thirty minutes.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.